Manufacturer narrative:
Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced loss of therapy following an accident. The ipg is unable to communicate with external devices. Next course of action is undetermined at this time.